Event description:
It was reported that this implantable cardioverter defibrillator (ICD) received an alert for out-of-range shock impedance measurements, measuring at 125 ohms on the right ventricular (rv) channel. Upon review, technical services (ts) stated that there has been varied shock impedance measurements recorded since implant. Ts stated that there was noise on shock electrogram (egm) and recommended trouble shooting options along with considering an x-ray imaging. This device remains in service. No adverse patient effects were reported.

Event description:
It was reported that this implantable cardioverter defibrillator (ICD) received an alert for out-of-range shock impedance measurements, measuring at 125 ohms on the right ventricular (rv) channel. Upon review, technical services (ts) stated that there has been varied shock impedance measurements recorded since implant. Ts stated that there was noise on shock electrogram (egm) and recommended trouble shooting options along with considering an x-ray imaging. This device remains in service. No adverse patient effects were reported.

Manufacturer narrative:
This report contains correction in section a1 patient identifier and section d6a implant date.